Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 348 mg/dl. A correction bolus was delivered to address bg. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Customer declined to load a new cartridge on the pump and resumed insulin delivery with the existing supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.